Manufacturer narrative:
No button response due to lcd keypad connector unlocked. The insulin pump was received with cracked display window corner, reservoir tube lip and minor scratched display window.

Event description:
The customer reported via phone call that the buttons were unresponsive. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.